Event description:
It was reported that during a remote device data review, a lead safety switch had occurred from this right ventricular (rv) lead due to high, out-of-range pacing impedance measurements (>3000 ohms). The physician suspected the rv lead conductor had fractured. The patient was scheduled for a lead revision procedure. During the surgery, the physician visually confirmed the presence of the rv conductor fracture, as well as noted insulation damage near the break. The rv lead was surgically capped and abandoned. A replacement rv lead was subsequently implanted to resolve the event. The physician also prophylactically explanted and replaced the device to prevent the patient from needing another routine device change procedure for the rest of his life. This rv lead remains implanted, but capped and out-of-service and no additional adverse patient effects were reported.